Event description:
The dialysis department staff attended to a patient during a code. The patient was diagnosed as pulseless and in a ventricular fibrillation rhythm. A zoll pd1400 was used in an attempt to administer a countershcok to the patient. The unit allegedly failed to charge. A backup lifepak 5 defibrillator was made available. The lifepak 5 defibrillator also allegedly failed to charge. The ambulance that had been called arrived and took over treatment of the patient. The patient was not resuscitated.